Manufacturer narrative:
On september 2, 2021, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the date of surgery was (B)(6) 2021. Field d6b has been updated accordingly on this form. On september 12, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal sal smooth rnd diap 575cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.1 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/21/2021, it was reported to mentor that the date of removal was (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 575cc and suffered from a breast pain and deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.